Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a high blood glucose of 300 mg/dl at night, around 400 mg/dl at 8 am next morning. It was reported that for a couple of weeks she had to not enter all of her carbs she ate so she would not go too low but she was again going in to the 40s and 50s range of blood glucose in the middle of the night. Troubleshoot for high blood glucose was performed and the insulin pump passed the high pressure test. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Unit had unresponsive esc and act buttons due to unlocked j2/lcd keypad connector. Unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to unresponsive button. Unit had minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.